Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During preventive maintenance of the customer's device, physio-control observed that the device has logged an event code in its memory indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly at the product assessment center (pac) and was not able to duplicate reported issue. A cause of the reported issue could not be determined.

Event description:
During preventive maintenance of the customer's device, physio-control observed that the device has logged an event code in its memory indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient involvement in the reported event.